Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined.

Event description:
During an ablation procedure, upon startup of the ampere generator, the following error message was displayed: "generator malfunction. Contact sjm technical support" and the procedure was cancelled. Troubleshooting determined that the standby button was activated on the remote control during startup. The standby button was deactivated and the generator was rebooted. The ampere was able to boot up normally with no error message. There were no adverse consequences to the patient.